Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/24/2017. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: je8gkcb0, mfg. Date: 05-2015, exp. Date: 04-2017, je8gjxb0, mfg. Date: 05-2015, exp. Date: 04-2017, je8gkbb0, mfg. Date: 05-2015, exp. Date: 04-2017, je8djbb0, mfg. Date: 05-2015, exp. Date: 04-2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the result of patients visit, was the patient diagnosed with a recurrent hernia?---the patient was diagnosed with a recurrent hernia. Was any treatment medical or surgical performed or recommended? ---no. The patient was monitored only. Did the patient have a re-operation, was the mesh removed surgically or did a repair occur? If removed, is there any sample of the implanted mesh that was removed available for evaluation? ---no. No re-operation. What symptoms if any did the patient experience that led to a suspected possible reoccurring hernia? ---no information from the hospital. Provide pt demographics including age, wt, initials, pt dx. --- no information from the hospital. Please confirm product code phy1015v? ---yes. Phy1015v provide the lot number for phy1015v? ---no information from the hospital. From buying history of the hospital, the following lots may be related; je8djbb0,je8gjxb0,je8gkbb0,je8gkcb0.

Event description:
It was reported that the patient underwent a laparoscopic lateral inguinal hernia repair/tepp procedure on (B)(6) 2016 and the mesh was implanted. The margin of mesh overlapping the hernia was from 3cm to 5cm. It was also reported that the patient was diagnosed with a recurrent hernia on (B)(6) 2017. There was no re-operation, the patient was monitored only.